Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited a pacing impedance measurement of 470 ohms. The next day the pacing impedance measurement was 170 ohms in bipolar with sensing measurements of 7.1 mv. In unipolar, impedance measurements were 230 ohms. Loss of capture was also noted in stored episodes. Isometrics was performed in unipolar with no noise observed. In bipolar noise was observed along with under-sensing when isometrics were performed. The patient is not pacer dependent and paces 33% in the ventricle. No adverse patient effects were reported. The lead configuration was reprogrammed to sense bipolar and pace unipolar. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.